Event description:
The pt was implanted with competitor's products in (B)(6) 1999 and on (B)(6) 2004. A t-sling and competitor's product were implanted on (B)(6) 2009. Later the pt experienced postoperative fever, abdominal and vaginal pain, hypertrophic vaginal tissue in the distal anterior vaginal wall and the anterior vaginal wall at the proximal urethral area, prolonged vaginal bleeding and discharge, tiny area (less than a quarter inch in diameter) of exposed vaginal mesh in the mid portion of the posterior vaginal wall. An excision of mesh and excision of hypertrophic vaginal tissue was preformed under general anesthesia, exact amount of mesh removed was not specified.